Event description:
According to the complaint, the customer frequently experienced error messages on the abl800 flex blood gas analyzer (serial number: (B)(6) for the lactate measurements, leading to the results not transmitted to their online database. This had led to the users having to constantly check for the lactate measurements on the analyzer itself. No reports of death or serious injury.

Manufacturer narrative:
Radiometer received additional information from the customer, where they have requested to withdraw their complaint. They have reviewed the data and determined the issue to be non-radiometer product related handling. Hence, this incident does not meet the criteria of a reportable MDR now.